Manufacturer narrative:
No part of the device was returned for evaluation. Review of the device history record (DHR) for work order (B)(4) found that the work order appeared complete, and the quality control inspection was verified to ensure that the device passed inspection. Review of specifications found that there are a number of controls and processes in place to ensure that the graft is loaded in the correct orientation within the delivery system. Review of instructions for use (IFU) supplied with the device for general information was found to contain appropriate warnings, precautions, and instructions to the user, including: 4.3 implant procedure fluoroscopy should be used during introduction and deployment to confirm proper operation of the delivery system components, proper placement of the graft, and desired procedural outcome to avoid any twist in the endovascular graft, during any rotation of the delivery system, be careful to rotate all of the components of the system together (from outer sheath to inner cannula). 5. Adverse events potential adverse events that may occur and/or require intervention include, but are not limited to: surgical conversion to open repair 10.2 'inspection prior to use' "inspect the device and packaging to verify that no damage has occurred as a result of shipping. Do not use this device if damage has occurred or if the sterilization barrier has been damaged or broken. If damage has occurred, do not use the product and return to your cook representative or your nearest cook office. Prior to use, verify correct devices (quantity and size) have been supplied for the patient by matching the device to the order prescribed by the physician for that particular patient". 11.4.5 'proximal body placement' "4. Before insertion, position proximal body delivery system on patient¿s abdomen under fluoroscopy to assist with orientation and positioning. Rotate to a position where the anterior markers are situated in the most anterior (12:00 o¿clock) position. The sidearm of the hemostatic valve may serve as an external reference to the fenestration(s) and/or scallop(s), anterior and posterior markers and body side markers". Caution: maintain wire guide position during delivery system insertions. Caution: to avoid any twist in the endovascular graft, during any rotation of the delivery system, be careful to rotate all of the components of the system together (from outer sheath to inner cannula). The customer did not provide imaging for this complaint, and it is unclear whether the twisting was detected before insertion. However, based on the information provided, the most likely root cause of the graft twisting within the sheath appears to be inadequate compression during loading. A corrective action process has been initiated and further actions will be taken as necessary.

Event description:
A patient underwent a fenestrated endovascular repair procedure in which the zenith fenestrated aaa endovascular graft proximal body was found to be twisted inside the sheath. The physician deployed the graft slowly and turned so the graft deployed and landed correctly and straight.

Event description:
A patient underwent a fenestrated endovascular repair procedure in which the zenith fenestrated aaa endovascular graft proximal body was found to be twisted inside the sheath. The physician deployed the graft slowly and turned so the graft deployed and landed correctly and straight.